Event description:
The device went into a power-on-reset condition whenever an impedance was measured. The patient was using high amplitude settings, between 6.0 and 8.5v. Longevity calculation revealed a .4 to .5 year estimation given by the parameters. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).